Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) different patient samples that were generated by the access instrument. Patient a and b samples were tested for accu tni and a result of ">0.50ng/ml" was obtained for patient a, and 2.56ng/ml for patient b. The accu tni results were reported out of the lab. The customer re-tested the original samples for accu tni and obtained lower results for both patients. The repeated accu tni results were: "normal" for patient a (actual result not provided) and 0.00ng/ml for patient b. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer, qc was within specifications prior to and after the event. The samples were collected in bd, lithium heparin tubes with gel separators and centrifuged at 3,600 rpm for 8 minutes. The specimens were sampled from 2ml insert cups. The customer stated, that no flags were associated with the erroneous results. The customer did not question any other results or assays at the time of this event. A field service engineer (fse) was dispatched to the customer's lab in 2007: a) the fse replaced: substrate probe, wash and precision pumps, wash valve motor and sensor. B) the fse removed analytical module and cleaned a spill generated during valve cleaning by the customer and spilling buffer in wash carousel. C) the fse verified the instrument performance per established procedures. Although the fse addressed hardware issues that may have contributed to this event, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.